Event description:
Covidien received information that, during patient use, an 840 ventilator became inoperable. The patient was transferred to another ventilator. There was no reported patient injury or harm as a result of the transfer.

Manufacturer narrative:
The customer biomedical engineer found a graphical user interface (gui) key switch stuck and keyboard failure in extended self-test (est). The covidien customer support engineer (cse) evaluated the device and verified the malfunction. The cse replaced the keyboard which resolved the issue.(B)(4).